Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Due to the complaint indicates meter error, further investigation of the returned test strips is not required. Root cause of malfunction: pc board contamination in the area of the strip connector.

Event description:
Wife is calling on behalf of the customer. Costumer complaint of e-5 error; test strip error. E-5 error occurred upon insertion of the test strip. Customer feels thirsty. Medical intervention is not reported at the time of the call on (B)(6) 2016 . Blood test performed fasting during call on (B)(6) 2016 produced result of e-5 after insertion of the test strip. Customer's wife wasn't aware of what the expected blood sugar levels should be. Test strip lot manufacturer's expiration date is 1/31/2019 and open vial date is within 120 days. The product is stored in the kitchen cabinet.

Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Due to the complaint indicates meter error, further investigation of the returned test strips is not required. Root cause of malfunction: pc board contamination in the area of the strip connector. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Wife is calling on behalf of the customer. Costumer complaint of e-5 error; test strip error. E-5 error occurred upon insertion of the test strip. Customer feels thirsty. Medical intervention is not reported at the time of the call on (B)(6) 2016 . Blood test performed fasting during call on (B)(6) 2016 produced result of e-5 after insertion of the test strip. Customer's wife wasn't aware of what the expected blood sugar levels should be. Test strip lot manufacturer's expiration date is 1/31/2019 and open vial date is within 120 days. The product is stored in the kitchen cabinet.